Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had an impedance pair over 13,000 ohms. The patient was programmed on the pair on group a, but they used group b. L1. 7v, 60pw, 150hz,c+3-884 ohms. R1. 4v, 80pw, 150hz, 1900ohms, 24/76.67-6.92years.